Manufacturer narrative:
Returned to manufacturer on: unknown. The investigation date has been used for this field. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed.

Event description:
It was reported that bd vacutainer® k3e 3.6mg plus blood collection tubes drew an extra volume of blood. No serious injury or medical intervention reported.